Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level, as it remained within normal range. Customer reverted to an alternate method of insulin delivery.